Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for one (1) unknown pfna insertion instrument. Part#, lot# and UDI # is not available. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. This report is for one (1) unknown pfna insertion instrument. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date in (B)(6) 2018, a pfna introducer broke during surgery. Patient and surgery outcome were not reported. This report is for one (1) unknown pfna insertion instrument. This is report 1 of 1 for (B)(4).